Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: date of this report: (B)(4) 2014. Additional information: the patient's chief complaints were halos/glares and shadows. Device available for evaluation: yes. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth along the flap margins in both the eyes approximately seven months post treatment. Flap lift and rinse was performed on (B)(6) 2014. Bandage contacts were left in over night and removed next morning at one day post-op visit. Patient stated vision seemed foggy. Two physicians observed and noted the corneas are clear. Patient's vision was noted to be 20/40 right eye and 20/30 left eye; 20/20 both eyes.

Event description:
Additional information: the patient's chief complaints were halos/glares and shadows.